Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as no further information is available. Section d6a - implant date: unknown, as no further information is available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: initial reporter first & last name: unknown, as no further information is available. Section e1: email address: unknown/not provided, as no further information is available. Section e1 - telephone number: (B)(6). Section h3: the suspect product was not returned for evaluation as the device remains implanted. Therefore, a failure analysis of the complaint device could not be completed. The device serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported as a general complaint that the intraocular lens (iol) model icb00 was reportedly unfolding slowly and had sticky haptics, which sometimes required irrigation/aspiration (ia) instruments to unlock the haptics from the optic. The complaint reporter noted that no serial numbers are available and provided that this feedback reflects the user experience consistent with complaints from many doctors. No further information is available.